Event description:
It was reported that customer experienced cartridge alarm 20 and had cartridge alarms with consecutive cartridges, although issue did not occur during cartridge load process and had not been reported previously with this pump. There was no adverse impact to the customer¿s blood glucose level. Customer continued using current pump for insulin delivery, and technical support arranged pump replacement.